Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up down and ok buttons do not respond at all. This issue was just noted today. The pump is worn attached to a belt and not cleaned. There are reportedly no cracks or tears in the keypad, and the reporter denies any trauma or water exposure. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. All of the keys responded appropriately. Unrelated to the complaint, moisture residue was found on internal components and on pcbs. An in-house leak test was performed and a battery compartment leak was found. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.